Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13120. It was reported that non-sustained rv oversensing episodes due to post-sensed t-wave oversensing and lead noise episodes were observed via remote transmission. Programming changes were discussed. The patient will continue to be monitored.